Manufacturer narrative:
Manufacturer's analysis indicated that the analyzer failed functional testing due to corroded battery contacts. The analyzer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.